Event description:
The following was reported to davol by the pt's attorney: ni/ni/ni - the pt was implanted with an unidentified sling product for pelvic repair. On (B)(6) 2002 - the pt was implanted with a bard/davol flat mesh during an anterior colporrhaphy with mesh placement procedure. The attorney's report alleges permanent injury, pain and suffering, and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records were limited to the pt's perioperative implant record only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.